Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and mildly calcified artery. A 7.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. However, during inflation at 6 atmospheres, the balloon ruptured. Subsequently, another 7.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. However, during inflation at 6 atmospheres, it also ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.